Event description:
The company was informed that the pt experienced redness and swelling at the implant site. The pt was prescribed with augmentin (500mg) 3x/day for skin necrosis and advised to apply bacteracin on the affected area daily. The pt's internal device was reportedly extruding through the skin and the blood and pus have erupted. The pt's device was explanted. The pt is still being treated with augmentin and the site is still tender, inflamed and draining sinus. The pt is being monitored and the pt will not be reimplanted.